Event description:
Customer reported that his insulin pump was not working correctly. Customer stated that the insulin pump was over delivering. Customer stated that he replaced the reservoir and in 6 hours the reservoir was almost empty. Customer stated that he was connected during rewind/prime process. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.